Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A CAPA was opened to investigate the issue and health hazard evaluation was performed in order to evaluate impact on patients. The reason for the action was an issue with the motor digital potentiometer, making the motor more susceptible to rotor sensor signal issues, was identified during internal abbott complaint investigations. These events were frequently associated with reports of console screen blanking, hot pump/motor, and noise/vibration of the pump/motor. No further information was provided.

Event description:
A decision was made to execute a field safety corrective action against the motor digital potentiometer.